Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/1/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: could you please provide the lot number? Do you have any photos available for visual analysis? Please provide the source or name of person providing answers to follow-up questions: the account is unable to provide the product from the cases or the lot number from the product. All follow up can go through me. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a foot procedure on (B)(6) 2026 and suture was used. It was reported that the needle broke in half while the surgeon was closing an excision of an umbilical and right foot keloid. No delay or patient harm was reported. Device availability was unknown. Additional information was requested.